Event description:
It was reported that when using the bd pyxis¿ medbank tower drawer cabinet would not power back on. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 15-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cabinet could not power back. The field service engineer previously swapped the controller board for drawer 16 and 17. The power light displayed and confirmed to be functional. The technical support specialist (tss) determined cabinet was currently operational, and drawer activity logs showed successful item issuance without errors. No lingering hardware issues were detected remotely. The case was closed as no active failure could be confirmed. The system functioned as intended after the technical support specialist investigated the device.